Event description:
According to the reporter, during the open liver resection, while transecting and stapling across the liver, there was staple line incomplete on the distal site. The surgeon came into an area where tan reloads had trouble firing and was able to finish this transection using 3-4 tan reloads. To resolve the issue, the surgeon opened a new stapler and new reload. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.